Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("persistent pelvic pain") in a (B)(6) female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia since (B)(6) 2011, genital herpes since (B)(6) 2011 and irritable bowel syndrome since (B)(6) 2011. Concomitant products included cirrus (zyrtec), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), gabapentin, levothyroxine, magnesium, medroxyprogesterone acetate (depo-provera), nsaid's, omeprazole, paracetamol (acetaminophen), promethazine - codeine (promethazine - codeine citric ac, codeine, "promethaz", na+ citr ac, sulfog), tramadol, tramadol hydrochloride (ultram), venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines,chronic migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), rash ("rash"), fibromyalgia ("fibromyalgia") and post herpetic neuralgia ("post herpetic neuralgia"). The patient was treated with surgery (ablation and dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, rash, migraine and headache had not resolved and the fatigue, hot flush, mood swings, back pain, fibromyalgia and post herpetic neuralgia outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, fibromyalgia, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post herpetic neuralgia, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had ablation on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Concomitant medication and condition added. Events: fibromyalgia, post herpetic neuralgia were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil was removed in 2 pieces,'), pelvic pain ('persistent pelvic pain') and menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, night sweats, fatigue, fever, nasal congestion, postnasal drip, sinus pressure, sore throat, ear pain, cervical dysplasia, cholecystectomy, hot flashes, migraine, endometriosis, depression, anxiety, pap smear abnormal, pelvic pain female, ovarian cyst and paratubal cyst. Concurrent conditions included fibromyalgia since (B)(6) 2011, genital herpes since (B)(6) 2011 and irritable bowel syndrome since (B)(6) 2011. Concomitant products included cetirizine hydrochloride, cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), gabapentin, levothyroxine, magnesium, medroxyprogesterone acetate (depo-provera), nsaids, omeprazole, opioids, paracetamol (acetaminophen), promethazine, tramadol, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines,chronic migraines"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), rash ("rash"), fibromyalgia ("fibromyalgia") and post herpetic neuralgia ("post herpetic neuralgia"). The patient was treated with surgery (laparoscopic salpingectomy, essure removal and ablation and dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, back pain, fatigue, hot flush, mood swings, fibromyalgia and post herpetic neuralgia outcome was unknown and the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, rash, headache, depression, anxiety and migraine had not resolved. The reporter considered anxiety, back pain, depression, device breakage, fatigue, fibromyalgia, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post herpetic neuralgia, rash and vaginal haemorrhage to be related to essure. The reporter commented: plantiff had ablation on (B)(6) 2008. The number of expanded coils that appeared trailing into the uterine cavity was 6 on left . The number of expanded coils that appeared trailing into the uterine cavity was 4 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: event: 'the essure coil was removed in 2 pieces', removal date, medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil was removed in 2 pieces'), pelvic pain ('persistent pelvic pain') and menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular, night sweats, fatigue, fever, nasal congestion, postnasal drip, sinus pressure, sore throat, ear pain, cervical dysplasia, cholecystectomy, hot flashes, migraine, endometriosis, depression, anxiety, pap smear abnormal, pelvic pain female, ovarian cyst and paratubal cyst. Concurrent conditions included fibromyalgia since (B)(6) 2011, genital herpes since (B)(6) 2011 and irritable bowel syndrome since (B)(6) 2011. Concomitant products included cetirizine hydrochloride, cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), gabapentin, levothyroxine, magnesium, medroxyprogesterone acetate (depo-provera), nsaids, omeprazole, opioids, paracetamol (acetaminophen), promethazine, tramadol, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines,chronic migraines"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("lower back pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), rash ("rash"), fibromyalgia ("fibromyalgia") and post herpetic neuralgia ("post herpetic neuralgia"). The patient was treated with surgery (laparoscopic salpingectomy, essure removal and ablation and dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, back pain, fatigue, hot flush, mood swings, fibromyalgia and post herpetic neuralgia outcome was unknown and the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, rash, headache, depression, anxiety and migraine had not resolved. The reporter considered anxiety, back pain, depression, device breakage, fatigue, fibromyalgia, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, post herpetic neuralgia, rash and vaginal haemorrhage to be related to essure. The reporter commented: plantiff had ablation on (B)(6) 2008. The number of expanded coils that appeared trailing into the uterine cavity was 6 on left . The number of expanded coils that appeared trailing into the uterine cavity was 4 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure was successfully occluded. Lot number: a34127, manufacturing date: 2012/07, expiration date: 2015/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.